Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incidence of hypoglycemia. The pt would not elaborate further then he had problems with low blood glucose. He was treated and released. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.